Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: when the nurse checked the infusion connector, she found that the infusion connector was blocked, and the normal saline could not pass through. Replaced the infusion connector with a new one.

Manufacturer narrative:
H6: investigation summary a 2000e china product was not available for investigation; however the lot number of the complaint sample was confirmed as 22015033. A video of the affected sample was returned to assist the investigation, analysis of the video confirmed the customers experience with the smartsite identified to be occluded during attempts to flush it with an unknown luer slip syringe. No further information was provided to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015033 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: when the nurse checked the infusion connector, she found that the infusion connector was blocked, and the normal saline could not pass through. Replaced the infusion connector with a new one.